Event description:
The customer reported to olympus the evis lucera bronchovideoscope was manually cleaned by the doctor present and then left in the sink until the cleaning staff arrived at work during the weekday. The device may have not been immersed after use. The reported issue was discovered during reprocessing of the scope after an emergency endoscopic examination at the ICU/emergency care. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4 (remove unknown), and g2. Additional information added to field h6 and d8. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred because instructions for use of the subject device indicated that if the endoscope is not immediately precleaned, residual organic debris would begin to solidify, making it difficult to effectively reprocess the endoscope. Therefore, the user¿s lack of understanding of the instructions for use may have caused the subject event. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: it was confirmed that instructions for bf type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection and sterilization procedures¿ section 3.3, ¿precleaning¿ describes that cleaning should be done immediately after the procedures. Olympus will continue to monitor field performance for this device.